Event description:
It was reported that during an infusion of tpn, the pump alarmed error code 95-1. The nurse stopped the tpn infusion and changed the pump. The tpn infusion then continued without further incidence. While the nurse was concerned that the patient's blood sugar level might decline, no signs or symptoms of low blood sugar were seen. No laboratory blood levels were taken. There was no patient harm due to the event. The patient was able to discontinue tpn therapy two days after the event with no reported adverse sequelae related to the event.